Event description:
Related manufacturer reference number: 3006705815-2022-15699. It was reported that the patient experienced lack of therapy coverage on the left side due to lead migration. As such, surgical intervention took place on (B)(6) 2022 to revise the leads. However, an infection was noted (related manufacturer reference number: 3006705815-2022-15700, 3006705815-2022-15701, 3006705815-2022-15702, 1627487-2022-04072 and 1627487-2022-04073) and in turn, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.